Event description:
It was reported that needle break off occurred during use with a pen ndl 32g 4mm pro 100 box ap. The following information was provided by the initial reporter, "needle broke off in customers abdominal region customer reports having to remove needle with tweezers himself , used bd 4mm for 5 years with never a complaint, also reports bruising with the new needels. Only injecting once daily and only happened after he purchased new needles." 10 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/10/2019 . H.6. Investigation: one open and one hundred and eighty three sealed pen needle samples were returned from lot. No. 8311535, cat. No. 320566. Microscopic examination of the returned samples was carried out at 200x magnification and it was observed that the one opened sample and six sealed samples had a slight hook at the patient end of the cannula. The samples were within specification. No issues were observed with the remaining samples. A review of the DHR for lot 8311535 was conducted. No issues were identified during the manufacture of this lot. There were no records of corrective maintenance made for lot 8311535 during production from 06 to 07 december 2018 that would affect cannula point integrity. Bd was not able to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break off occurred during use with a pen ndl 32g 4mm pro 100 box (B)(4). The following information was provided by the initial reporter, "needle broke off in customers abdominal region. Customer reports having to remove needle with tweezers himself , used bd 4mm for 5 years with never a complaint, also reports bruising with the new needles. Only injecting once daily and only happened after he purchased new needles." 10 occurrences were reported.